Manufacturer narrative:
The device has been requested for eval but has not been received. Should the device be received for eval, a follow up report will be filed upon completion of the eval or if add'l info becomes available.

Event description:
The facility alleges staples are jamming and will not come out properly. No pt injury or medical intervention was reported. No add'l info was available.